Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. E1 country -south korea g1 postal code for manufacturer - (B)(6).

Event description:
As reported: the physician tried to do fnb procedure, he did 1st session and tried to withdrew the needle out of the scope. But the needle (luer lock) couldn¿t be loosen. The nurse tired to lock down but it was really tight. They tried to remove several times and hardly removed it. And changed another procore needle but the same situation happened. So the physician stop the procedure.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on (B)(6) 2025 as the complaint no longer meets the description of a reportable incident (sliding sheath adjuster does not facilitate connection/disconnection to/from endoscope). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation 2 units of lot c2200376 of echo-hd-3-20-c returned evaluation opened not in its original packaging. An additional file was opened for the second device, and details of the investigation can be found in (B)(4) . With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2025. On evaluation of the devices the following observations were made: device-1 visual inspection: device returned with needle and sheath broke below sheath extender, mlla (luer lock) returned broken, stylet returned still inserted within proximal broken needle end section. Functional inspection: n/a. Manufacturing records prior to distribution, all echo-hd-3-20-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number c2200376 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has previously occurred for this work order (B)(4). This was with (B)(4) which was from the same customer. The root cause for this complaint was as follows ¿a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. However, a possible root cause may be that the mlla was damaged during setup or the procedure, leading to difficulty in removing the device. Question 25 of the additional information indicates that there were issues attaching or detaching the device from the leur lock on the scope. The proximal kink mentioned in question 1 of the additional information can be linked with difficulty in removing the needle. The customer confirmed that when the nurse attempted to withdraw the needle from the scope channel, a small piece of the leur lock (on the physician¿s end) broke off.¿. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number. Instructions for use and/label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review an image was not returned for evaluation. Root cause review definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause may be that the mlla was damaged during setup or the procedure, leading to difficulty in device removal. The customer confirmed that when the nurse attempted to retract the needle from the scope channel, the needle and sheath separated into two pieces. Summary according to the customer, needle couldn't be loosen. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on the functional and visual inspection. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause could not be determined as the device was not returned for evaluation. A possible root cause may be that the mlla was damaged during setup or the procedure, leading to difficulty in device removal. The customer has confirmed that when the nurse tried to pull back the needle out of the scope channel, the needle and sheath divided into 2 pieces. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on (B)(6) 2025 as the complaint no longer meets the description of a reportable incident (sliding sheath adjuster does not facilitate connection/disconnection to/from endoscope). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Additional information received on 13 feb 2025. 1.if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end )? 2.please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. 3. Please describe the size of the intended target site. 1.5cm. 4. If not with the device in question, how was the procedure performed and/or finished? The physician stopped at 1st session. 5. Was the device used in a tortuous position? No. 6. Are images of the device or procedure available? No. 7. Was the device damaged in packaging before removal? Nurse already checked. 8. Was the device damaged on removal from packaging? No. 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Olympus, gf-uct-180. 11. Was the scope recently serviced / repaired? No. 12. Was resistance felt while inserting the device through the scope? No. 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? During the procedure. 14. Was the syringe used during the procedure, after the stylet was removed? No. 15. Was difficulty experienced while retracting the needle? No. 16. Was it possible to fully retract before removing the needle from the patient? Yes. 17. Was gaining access to the target site difficult? No. 18. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 19. Was puncture of the target site difficult? Yes. 20. Was the stylet partially removed when advancing into the target site? No. 21. How many samples were obtained with this needle? 1 sample was obtained. 22. Did any section of the device detach inside the patient? No. 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 25. Was there difficulty in attaching or detaching the device of the leur lock to the scope? Yes. 26. If the device is a procore, is the kink located distally at the notch / core trap? No.